Manufacturer narrative:
Continuation of concomitant: 305u223 tissue valve implanted (B)(6) 2012.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was attempted but exhibited high thresholds and impedances. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the outer insulation breach that allow blood ingress on the proximal conductor. Insulation breach is contribute to the complaints of high thresholds and undersensing. If information is provided in the future, a supplemental report will be issued.